Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent an initial right total knee arthroplasty on (B)(6) 2015 due to unknown reasons. Patient experienced swelling and pain of affected knee on (B)(6) 2015. Patient underwent a manipulation on (B)(6) 2015 due to a stiff knee. No further information has been provided.

Manufacturer narrative:
(B)(4). This follow up report is being filed to relay additional and corrected information. It is being submitted late as it has been identified in remediation. The previous medwatch report, MFR 0001822565-2017-01234-1, stated this event was not reportable; however, it was submitted in error and should be disregarded. The following sections were updated: added patient and device codes, added health professional, added additional manufacturer narrative. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.